Manufacturer narrative:
The mcs tip cover will not be returned to perform failure analysis. The cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted procedure, the monopolar curved scissors (mcs) tip cover accessory fell off an mcs instrument. The tip cover was not found. During the procedure, the mcs tip cover accessory appeared to have been properly installed and the installation tool was used without additional lubricant. The procedure was completed robotically.

Manufacturer narrative:
Additional information: the customer indicated that the monopolar curved scissors (mcs) tip cover accessory still has not been recovered. Scans have shown the mcs tip cover accessory remains in stable position. The patient has indicated preferably not to have surgery before the summer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the customer has recently consulted with the patient regarding the event. The patient has indicated not wanting to undergo additional surgery for removal of the monopolar curved scissors (mcs) tip cover accessory considering the tip was still stable and safe to be left as is. However, the customer is anticipating removal of the mcs tip cover accessory at some point; the date has not been established yet.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The mcs tip cover accessory from the same batch was analyzed. Using the installation tool, the mcs tip cover accessory was placed on a mcs instrument. The mcs tip cover accessory was tightly attached to the scissor and could only be removed with considerable effort. No product issue was identified.